Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the unit would move forward shake and shut down and would not go backward.